Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. Gestational age of 32 weeks. Patient ID, sex and weight data not provided. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an infant fell out of a porthole door on the giraffe omnibed. Per the hospital, the infant sustained a hairline skull fracture. No medical intervention was conducted beyond diagnostic testing of the infant using a CT scan and a MRI scan.

Manufacturer narrative:
The hospital clinical engineering department inspected the subject unit and no issues were found or reported. The unit was removed from service following the reported event and was quarantined in the clinical engineering department. A ge healthcare (gehc) field engineer (fe) also inspected the unit and found that all hinges and latches on the porthole doors and side panels were found to be operational. All features and functions, including switches, pedals, and visual and audible alarms were tested and found to be fully operational. In addition, the hospital reported to gehc that it had the (B)(6) conduct an independent evaluation of this unit and ecri also found no discrepancies. The hospital risk manager reported to gehc the following. Before the event occurred, a nurse and a student nurse had completed patient care and confirmed that the subject (northwest) porthole door was closed when they left the bedside and the incubator was draped with a cover. Other individuals may have used the incubator after the nurse and student nurse left the bedside, as the clinical teams made rounds. Another staff nurse heard a noise and saw the monitor wires through the porthole and then saw the infant was on the floor. There were no direct witnesses to the reported patient fall. During the gehc fe inspection, hospital staff stated that a caregiver may have accidently activated the northwest porthole latch on the unit when reaching across the bed. The hospital staff further stated that with the hood cover on, it is less obvious that the porthole door is not properly latched.